Event description:
The customer reported that the ortho provue analyzer did not detect weak reactivity with a known positive sample while performing antibody screen testing. Misidentification of blood type during antibody screen testing, may result in transfusing the patient with antigen-positive blood, which may result in a hemolytic transfusion reaction. The customer was performing validation testing at the time of the incident, there was no patient sample information released.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. As the gel card in question was no longer available, the definitive root cause could not be assessed. However, the gel camera was not properly adjusted which has the potential for an incorrect interpretation of weak agglutination in the gel card microtube. The fe adjusted the gel camera and created a new reference image, returning the analyzer to expected operation.